Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. Customer pictures were received. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.

Event description:
The customer advised of partially spun gel barrier tubes that resulted in erroneous lab results. The end customer advised since using greiner brand serum separator tubes, their cmp's resulted with the comment added: 'whole blood, unspun or partially spun get barrier tube was received more than 6 hours since collection'. The end user advised the added comment was an ongoing problem, and recently there was an uptick (3-4 per week) in the proportion of samples resulted with the comment.